Event description:
The patient experienced a loss of therapeutic effect and no stimulation sensation since yesterday. She could not go beyond 2.0v for each program. She was at home. Additional information has been requested.

Manufacturer narrative:
Adaptor: model 37092, lot# 314220001, implanted: 2012 (B)(6), explanted, lead: model 3093-28, lot# v913912, implanted: 2012 (B)(6), explanted, programmer: model 3037, serial# (B)(4). (B)(4).